Event description:
It was reported that during a ptca procedure involving a lesion in an unspecified location, the stent dislodged from the liberte' monorail delivery system. The dislodged stent was deployed in a location other than the target lesion. No pt injuries or complications were reported. Pt status is reported as 'ok'.

Manufacturer narrative:
The stent remains in the pt and the complainant indicated that the delivery device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined.